Event description:
A consumer reported that two weeks following an intraocular lens (iol) implant surgery she was seeing the rim of the multifocal iol in the visual field of her left eye. She said that it was strongly visible when she got up in the morning. It usually becomes less noticeable during the day although she said some days were worse than others. The pt specified that it was not a complete circle but it was like a quarter of a circle always around the outside lower edge of her left eye. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history record could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. (B)(4).